Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v515942, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was set at 1.5v and on (B)(6) 2015 they started to go more frequently and was now urinating every 2 hours. The patient increased on (B)(6) 2015 to 2.0v and did not notice any improvement. The higher the patient increased, the more pain they felt. The patient had uncomfortable stimulation since increasing the voltage. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.